Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 a patient presented with grade 4 functional tricuspid regurgitation (tr) for a triclip procedure. Two xtw clips were implanted in the mid anterior and septal (a/s) area. The tr was reduced to grade 2. On (B)(6) 2024, the patient was hospitalized with worsening of symptoms due to tricuspid regurgitation, such as lower leg edema, ascites, and dyspnea. In the echocardiogram it was shown that both clips were detached from the septal leaflet and a worsening of tr from grade 2 to 4. There was a minor injury of the septal leaflet observed in the grasping area of the detached clips. In the physician's opinion the detachment occurred due to progression of chronic heart failure. On (B)(6) 2024, the first clip was deployed commissural a/s. Visualization was difficult because of the two detached clips. The clip stabilized the detached clips, but did not enhance the regurgitation. The second clip was deployed above the detached clips in central p/s. Visualization was not satisfactory upon leaflet insertion assessment, but the physician decided to deploy the clip in this position, despite inadequate grasp of the septal leaflet (movement of the leaflet, insufficient tissue bridge). The clip detached from the septal leaflet after deployment. To stabilize this clip another clip was implanted in the commissure of p/s. Tr was reduced from grade 4 to 2-3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the available information, per the physician, the reported incomplete coaptation (single leaflet device attachment/slda) appears to be related to the challenging anatomy (restrictive septal leaflet). The reported poor image resolution was due to the two detached clips. The reported improper or incorrect procedure or method is due to the insufficient leaflet insertion prior to deployment. The reported unexpected medical interventions was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.